Manufacturer narrative:
The ge service rep inspected the 9900 system and found the 5vdc on the c-arm ps1 was low. He replaced the ps1 and power signal cable assembly. Adjusted ps1 to 5.10vdc. Tested system using all functions. The system operates as intended.

Event description:
The customer reported an error code displayed on the c-arm panel, control panel error and an error was displayed on the workstation. There was also a communication error.